Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's physician had left the hospital so they hadn't followed-up with them. It was confirmed that the falls affected the implanted device. It was also noted that the return of symptoms after falls hadn't been resolved and they had total incontinence. They noted that the first surgery was very successful but the second one, on 2017-01-23, had no response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient spoke with their urologist the friday prior to the report, and the health care provider (hcp) told the patient to call medtronic to change the frequency of their interstim device. Patient noted that they felt the pulsation once in a while, but it did not work even one tiny bit. Patient also stated that they had the device implanted for urinary incontinence but they were experiencing total incontinence. Patient said they saw the manufacturer's representative (rep) on the surgery date ((B)(6) 2017) and the rep did some adjustments on that day but patient said they had not seen the rep since then. Patient stated that they had seen the doctor 2-3 times and that they just wanted it taken care of because when the device is working, it really works well for them. Patient was redirected to follow up with the hcp to get a rep paged out to reprogram the frequency of the device. Interstim therapy information was reviewed and the patient services specialist (pss) offered to walk the patient through adjusting the stimulation/ programs with the patient programmer but patient declined. No further patient complications were reported as a result of that event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of therapeutic effect since implant. The patient stated that she has not had urinary control improvement since implant. At the time of the call the patient did not feel stimulation when therapy was confirmed to be turn on. The patient was set at 0.7 on program 2 at the time of the call and the patient was advised that stimulation can be increased or the patient can follow-up with their healthcare provider (hcp). The patient stated that she had an appointment with her hcp on (B)(6) 2017. Patient status is unknown at the time of this report and the lack of stimulation was not reported to be sudden in nature. Follow up information received from the patient on (B)(6) 2017 reported that there were none steps taken to resolve the lack of urinary control improvement with the new implant. It still has not helped. Additional information received from the patient on (B)(6) 2017 reported that the patient experienced a loss or change in therapy described as a return (¿a little bit¿) of urinary symptoms. The patient did not feel the stimulation and the therapy was determined to be off. The therapy was turned on and the patient felt the stimulation at a comfortable level on program 2 at 1.0 volts. It was noted that there were falls that could be related to the issue. The patient stated that they fell twice in the last 3 months and it ¿shook up her brain¿ which was noted as not related to the implanted device but they reported that they were unsure if it affected their device. The patient was directed to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.